Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) regarding a (B)(6), female patient who was receiving lioresal 500mcg/ml at 52.41 mcg/day (lot number unknown) via an implantable pump for intractable spasticity and multiple sclerosis. On (B)(6) 2016, a critical alarm occurred due to an empty reservoir. The logs showed a low reservoir alarm occurred on (B)(6) 2016 and confirmed the empty alarm on (B)(6) 2016. It was noted the patient was last seen by their hcp on (B)(6)2015 for a refill and at that time the low reservoir alarm was (B)(6) 2016. The patient was getting 500mcg/ml at 52.41 mcg/day back then. On (B)(6) 2016, the patient was getting 500mcg/ml at 69.24 mcg/day, but they had not changed the patient's dose at that clinic. The hcp confirmed in the event logs that the pump had been updated by another hcp at a different clinic on (B)(6) 2015 and was not totally sure what had been updated but noticed the dose was different today when the pump was interrogated. Therefore, the patient had missed a refill. The hcp contacted the patient's neurologist to confirm, but they were not available. The patient was asymptomatic.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.